Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. After attempts to troubleshoot, including checking the power source and using different adapters and cables, the issue remained unresolved, leading technical support to decide to replace the pump. Customer reverted to an alternate method of insulin therapy.